Event description:
The patient reported that the night prior to call patient went 3 times to the bathroom and she like to know if she accidentally turned her implant off. Patient stated she was confused on how to turn device / on/off. Patient stated she was not feeling stimulation while therapy was on. The patient services assisted patient with using pp and therapy was on, p3 @ 0.9v. It was noted that the situation resolved was resolved. Patient stated she never had issue during the day, it was only at night. Patient stated she have her two week follow up next thursday with hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she saw the healthcare professional (hcp) last week and the hcp adjusted the setting to program 2 at 0.8v and told the patient in two weeks that she could adjust the setting to 0.9v. She was still getting up 2-3 times at night and she was not getting relief at night. The hcp told her she might not feel stimulation all the time. She did not have problems during the day. The patient asked if she needed to turn the implant off for a dental procedure. She had forgotten her patient programmer (pp) for the dental appointment and did not turn the implant off, so she wanted to know if anything happened to the implant. The issues had been occurring since implant, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.